Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of inappropriate noise reversions due to noise on the ra lead was observed. Lead damage was suspected. Programming changes or implanting a new lead were both recommended. No further information available.